Event description:
This permcath was placed in pt's left arm and then the hub was found to be defective. Unable to luer-lock anything to it so hub was cut off (not saved) and another hub was attached with a connector using repair kit. Unable to achieve proper flow rate in dialysis so it was removed. (The next day a medcomp cath had a pinhole leak).